Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Visual inspection noted irregular balloon burst without missing pieces. The water was introduced into the inflation lumen did not showed any obstructions to impede the flow. The microscopic examination found no conditions that could be associated with the reported event. The failure was caused by the misuse of the product. A potential root cause for this failure mode could be due to a user related (contact with sharp objects or exposed to petroleum based products or mechanical failure or operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "direction of use: 1) using aseptic technique, position the needleless syringe(slip tip or luer lock type) in the center of sampling port. The syringe should be held perpendicular to the surface of the sampling port. Press the syringe and twist to lock the syringe onto the sampling port attached luer tip syringe to the inflation valve. Inject an additional amount of sterile water into the inflation lumen and pump the plunger. If situation would not be improved, serve the inflation funnel of valve." Correction: d, e h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter fell out of the patient on the day of placement and the balloon was found to be ruptured.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that on the day of placement, the foley catheter fell out of a patient and the balloon was found to be ruptured.